Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Session records were provided for review by technical services. Analysis of the session records indicated that the charge timeout event was sensed by the device.

Event description:
It was reported that an alarm for "charge time limit reached" was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.